Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was evaluated. A visual inspection was performed and found a tear in bag on right side, middle of bag on labeled side. This confirms the complaint. The root cause was mishandling. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
(B)(6) hospital received the product venous line from the distributor (B)(4). It was noted that one package was damaged when it was taken out of carton. No patient injury or medical intervention was reported along with this complaint.